Event description:
In 2006 the lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The pt reported obtaining a 138 mg/dl on the reported meter, using a sample from her palm. She tested on her husband's precision qid and obtained an 85-mg/dl-result. The time difference between the results was not provided. She described feeling shaky and weak at the time of testing. She ate a piece of hard candy during the time of the call. The pt claimed that she had been administering more insulin than usual due to the elevated readings she had been obtaining. The meter, test strips, and control solution were replaced. The sr med affairs spec. Was unable to reach the pt since the phone number provided had been disconnected. However, the smas was able to verify info with the cca to obtain the info stated above. It would have been helpful to know the time difference the results, if she was in a 'steady state" (no food, exercise and/or medication should occur for up to two hrs before the comparison is conducted), the onset of her symptoms in relation to testing, her insulin regimen, and if she sought further medical attention. This complaint is being reported due to the following conclusion: the pt alleged administering more insulin than usual based on the high results obtained on the reported meter. On the day of concern, she obtained a relatively normal-elevated blood glucose result (138 mg/dl), was experiencing symptoms that could suggest she was hypoglycemic (shaky/weak), tested lower on another meter (85 mg/dl), and treated herself by eating candy.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips did not pass inspection, lifescan will inform FDA of the results in a supplemental report.